Event description:
The customer reported via phone call that they experienced high blood glucose levels before and after meals. The customer's blood glucose was 400 mg/dl and above. The customer was advised to contact their educator and make adjustments to their insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.